Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of particulate matter. A review of all batch record documents was performed for potentially associated lot number h14d04123 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection identified that there was embedded particulate matter in the clamp. Leak testing, clamp function testing and clear passage testing was performed with no issues noted. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample did not meet product specifications. The direct cause was determined to be a manufacturing issue. A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had particulate matter on the supply line clamp second from the left. This was noted upon opening the cassette¿s overwrap, before use of the device. The reporter stated that the particulate matter ¿looked like a red streak and black dots on the portion of the clamp that closes the clamp, on both the outside and the inside of the clamp.¿ the reporter further stated that there was no visible damage to the packaging. There was no patient injury or medical intervention reported. No additional information is available.